Event description:
It was reported that the patient presented in-clinic with discomfort as the right-ventricular (rv) lead exhibited inappropriate shock due to oversensing of noise. As a resolution programming changes were made initially and later the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.